Event description:
It was reported by pt that bone on bone hitting. Pt cannot do long distance walks and can not run. Pt says he is out of work because of his hip replacement, and has gained a lot of weight.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.